Event description:
This case was reported by a consumer and described the occurrence of decreased white blood cell count in a (B)(6) female patient who received triple salt dental adhesive cream (super poligrip original denture adhesive cream, formulation (B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. Patient reported a history of aplastic anemia ((B)(6) 2009) , cancer of bone marrow ((B)(6) 2009), and a transfusion of 22 units of blood since (B)(6) 2009 to the time of this report. Patient has visited the emergency room several times from (B)(6) 2008 to (B)(6) 2009. On an unknown date approximately three years prior to reporting, the patient started super poligrip. At an unknown time after starting super poligrip, the patient experienced decreased white blood cell count with a result of "0 mg/ml" [sic], loss of energy, local swelling described as a bump in her mouth, sore throat and general body pain. The patient was hospitalised. At the time of reporting, the outcome of the events was unknown. Consumer has been hospitalized several times for blood transfusions of a total of 22 units from (B)(6) 2009 to the time of this report. No other information is available.

Manufacturer narrative:
The manufacturer report number for this case is 9681138-2009-000125. Super poligrip is manufactured in (B)(4). The lot number for this product is available; however, it is unknown whether the product will be returned for quality assurance testing. (B)(4).